Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the bmw universal ii guide wire was being used during a percutaneous coronary intervention. The guide wire was advanced to the lesion without resistance, but on angiography the tip of the guide wire could not be seen clearly. There was some resistance during removal of the guide wire; therefore it was removed from the patient slowly and carefully. After removal, it was confirmed that the guide wire was still in once piece; however, the tip of the guide wire was stretched out and very thin, which was the reason it could not be seen clearly under angiography. A new guide wire was used to complete the procedure and the patient is reported to be well. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment and the reported stretched coils were able to be confirmed. The reported difficult to position/visibility was unable to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation of the device and/or interaction with the anatomy and/or other devices resulted in the reported and other noted device damages (stretched/offset coils, torn coating, detached ribbon/coils) thus resulting in the reported difficulty to remove. The reported difficulty to position/visibility is likely a result of the reported/noted stretched coils being difficult to be seen under fluoroscopy. There is no indication of a product quality issue with respect to manufacture, design or labeling.